Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to charge and the pump turned on briefly, however the pump subsequently shut off. The customer continued to connect the pump to a power source to charge, however the pump remained unresponsive. The customer's blood glucose level ranged from 160 to 180 mg/dl. Reportedly, the customer had manual injections available as alternate therapy.